Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative reported that a navigated 3d spin that was acquired during a spinal fusion procedure had circular artifact in it. There was no implant or any use for the anatomy in that area. The surgeon felt comfortable moving forward with navigation using the scan so there was no unused spins. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Field systems engineer believed the reported issue to be related to bed setup (user induced) and not an actual system failure. No further issues were reported. A software investigation was also completed. This investigation found the reported issue to be user induced as a result of bed adjustment. Software functioned as designed. A subsequent full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that a navigated 3d spin that was acquired during a spinal fusion procedure had circular artifact in it. There was no implant or any use for the anatomy in that area. The surgeon felt comfortable moving forward with navigation using the scan so there was no unused spins. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.